Event description:
Caller reported a malfunction with the pump. It is unknown if the issue caused the customer's blood glucose level to exceed 500 mg/dl, as the customer declined to answer this question. Customer was assisted by technical support in resetting the pump, and after the reset, the malfunction did not recur. Customer was instructed to continue using the pump.